Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure (batch no. 619616) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included paratubal cyst and ovarian cyst. In (B)(6) 2009, the patient experienced device expulsion ("expulsion of essure device"), pelvic pain ("pelvic pain"), vaginal discharge ("vag. Discharge") and vulvovaginal pain ("vaginal pain"). On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and urinary tract disorder ("urinary disorder"). The patient was treated with surgery (salping. (Bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, device expulsion, pelvic pain, abdominal pain, vaginal discharge, vulvovaginal pain and urinary tract disorder outcome was unknown. The reporter considered abdominal pain, device dislocation, device expulsion, pelvic pain, urinary tract disorder, vaginal discharge and vulvovaginal pain to be related to essure. The reporter commented: patient received treatment for migration, pelvic pain and abdominal pain. Discrepancy noted: patient did not underwent essure confirmation test. Patient reported that after essure removal most, of the symptoms decreased. Bilateral tubal ostia with visible coils right: 5 coils left: 5 coils within the endometrial cavity diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2009: total bilateral occlusion. Imaging procedure - on an unknown date: essure confirmation test unspecified- bilateral occlusion. Lot number:619616 manufacture date: 2009/02 expiration date: 2012/02. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : malpositioned essure, essure device was expelled from her uterus. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-oct-2019: quality-safety evaluation of product technical complaint. On 25-sep-2019: fu 4, 5 and 6 are processed together. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure (batch no. 619616) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced device expulsion ("expulsion of essure device"), pelvic pain ("pelvic pain"), vaginal discharge ("vag. Discharge") and vulvovaginal pain ("vaginal pain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and urinary tract disorder ("urinary disorder"). The patient was treated with surgery (salping. (Bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, device expulsion, pelvic pain, abdominal pain, vaginal discharge, vulvovaginal pain and urinary tract disorder outcome was unknown. The reporter considered abdominal pain, device dislocation, device expulsion, pelvic pain, urinary tract disorder, vaginal discharge and vulvovaginal pain to be related to essure. The reporter commented: patient received treatment for migration, pelvic pain and abdominal pain. Discrepancy noted: patient did not underwent essure confirmation test. Patient reported that after essure removal most, of the symptoms decreased. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirmation test unspecified- bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Lot number added. Following events were added: expulsion of essure device and vaginal pain. Onset date of events vaginal discharge and pelvic pain were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration ¿ yes') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), vaginal discharge ("vag. Discharge"), bladder disorder ("bladder/urinary problems") and urinary tract disorder ("bladder/urinary problems"). The patient was treated with surgery (salping. (Bilateral), received treatment for migration). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, pelvic pain, abdominal pain, vaginal discharge, bladder disorder and urinary tract disorder outcome was unknown. The reporter considered abdominal pain, bladder disorder, device dislocation, pelvic pain, urinary tract disorder and vaginal discharge to be related to essure. The reporter commented: patient received treatment for migration, pelvic / abdominal. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on an unknown date: essure confirmation test bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: plaintiff fact sheet received: event injury was deleted and device category changed from device other event to incident. Events added from pfs- migration, pelvic / abdominal, bladder/urinary problems vag. Discharge. Lab data were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.